Manufacturer narrative:
The field service engineer determined there was a failure of the sample probe. The probe was replaced. Precision studies were performed. The last glucose calibration was ok. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The sample centrifugation time was too short. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 3 mg/dl. The sample was repeated on the same analyzer, resulting with a value of 137 mg/dl. The sample was also repeated on another analyzer, resulting with a value of 138 mg/dl. The glucose reagent lot number was 42138401, with an expiration date of 31-oct-2020.